Event description:
It was reported by the nurse that the customer was hospitalized because he was having shortness of breath and had a feeling of confusion. Customer was not hospitalized because of the pump at first. Customer started having high blood glucose levels when he was already in the hospital. Customer was not able to troubleshoot the pump at this time. Customer was admitted on (B)(6) 2014. Customer's blood glucose level climbed to 400 mg/dl while they were in the hospital. Customer was wearing the insulin pump at the time of the urgent care visit. Nurse wanted to know how the basal worked in the pump, but did not have the pump with her. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.